Event description:
Edwards received notification of an evoque procedure in the tricuspid position where an 83 year old patient with long standing persistent atrial fibrillation and right bundle branch block received a 48 mm evoque valve in an intended position. Although the exact timing was unknown, the patient developed complete right bundle branch block during the procedure but no treatment was reported at that time. The patient developed complete atrioventricular block approximately after 1 year and 2 months from the index procedure. Temporary pacing was initiated. The principal investigator reported this event was possibly related to the test device, whose reason was not provided. Approximately 1 year, 2 months, and 1 week post procedure, a leadless pacemaker was successfully implanted. It is reported that the patient is going to stay the hospital due to threshold checking the pacemaker. The principal investigator mentioned that the patient had a medical history about syncope before the clinical study, but the cause of syncope could not be determined by a loop recorder. Approximately 1 year, 1 month and 11 days post procedure the patient experienced a loss of consciousness while outside, resulting in a fall and head trauma. The subject was transported to the hospital. As the event was assessed to be non-urgent, the patient was discharged on the same day and there were no abnormal neurological findings.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. Labelling review. The complaint for valve function/performance - valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. Imaging evaluation was performed by the clinical imaging review team, and no device related issues or malfunction can be confirmed. Available information suggests that patient conditions (history of rbbb) and procedural factors (deployed lower on septal aspect) may have contributed to the reported event. However, a definite root cause is unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system.